Event description:
Reportable based on analysis completed (B)(4) 2011. It was reported that during a transarterial embolization (tae) procedure the microcatheter was unable to advance. The target location was the hepatic artery. A f/g renegade 130/20/1tip microcatheter was selected, but was unable to be advanced through a 5fr non-bsc catheter. The procedure was completed with another f/g renegade 130/20/1tip microcatheter. No patient complications were reported and the patient's status is good. However, returned device analysis revealed peeled coating.

Manufacturer narrative:
Device evaluated by MFR: visual, tactile and microscopic examination of the returned device revealed an area of peeling coating was noted 93cm cm from the proximal end. An area of patchy coating was noted 77 to 79cm from the proximal end. A 0.0184in mandrel was advanced through the hub and no restriction was experienced. All dimensions which were measured were found to be within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is user related as the ID of the guidecatheter was 0.038in which is smaller than the recommended guidecatheter ID. (B)(4)